Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was seen today and contact 1 had high impedances at 40k ohms and contact 1 was active in programming. Caller stated patient is having x-rays done right now. The caller had turned the ins to 0v for the time being as patient has likely not been receiving therapy anyways using the high impedance contact. The caller was redirected to review imaging to see if any visual issues could be seen with extension or lead as likely something will need to be replaced. No symptoms were reported.